Event description:
Customer reported the passport 2 monitor had no spo2 readings. No pt injury was reported.

Manufacturer narrative:
Mindray service rep replaced the spo2 board. Unit was safety tested to factory specifications.